Event description:
The device was returned without a complaint. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the device passed the displacement test, operating currents, self test, off no power, and other error alarm test. The motor passed the test. The unit was received with scratched lcd window, cracked battery tube threads, and cracked reservoir tube lip.